Event description:
The customer reported that the ventilator shut down and powered off. The ventilator was reported to be not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician reported when the device was received into the service location it would not power on via the on/off switch. The service technician replaced the power management pcb board. The service technician reported when the unit was then plugged into ac power it powered on without any action on the on/off switch, and would not power off. The device was unplugged from ac power but alarmed continuously. The device voltages were checked and were reported within specification. Product technical support recommended replacing the cpu pcb board which was performed. Service is still being completed at this time.

Manufacturer narrative:
Printed circuit board (pcb).